Manufacturer narrative:
The reason for this revision surgery was reported as pain. The length of in vivo service was 9.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was court ordered for legal and not made available to djo surgical. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 20 prior complaints reported against this part number; summary of investigations: 5 for pain, 4 for stability, 2 for trauma and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the joint pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a metal on metal hip implanted in 2005, he has recently experienced pain. The surgeon's plan was to remove the liner and head. The stem and cup are still in satisfactory position and firmly in place.